Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away and detached at the tip of the hot jaw. The heater wire remained attached at the base of the jaws. Tissue and char buildup were observed on the jaws. The silicone was observed to be intact on both the cold and hot jaw. It was observed that the shaft was bent at the center. Based on the returned condition of the device the reported complaint was not confirmed for reported failure "peeled silicone insulation", but the analyzed failures "bent wire" and "bent shaft" were confirmed. The certificate of conformance ( c of c) for the flex shaft was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed. Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw coating came off inside the patient¿s leg. The caller described the problem as ¿shredding. They irrigated the leg, believed they got all pieces out, but not certain. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw coating came off inside the patient¿s leg. The caller described the problem as ¿shredding. They irrigated the leg, believed they got all pieces out, but not certain. A replacement device was used to complete the procedure. The hospital did not report any patient effects.